Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced seventeen crimped cannula events on (B)(6) 2024. The event occurred after three hours of insertion. The infusion set was in use for 6 hours. The infusion set was inserted in abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2